Manufacturer narrative:
The reported field event of a helix anomaly was confirmed in the laboratory. The helix actuation was noted to be jumpy due to a bent helix. The cause of the bent helix could not be determined.

Event description:
It was reported that during the implant procedure the helix would not fully extend. The lead was replaced.